Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Reportedly, the customer required assistance from husband; specific details about assistance received was not provided. A correction bolus via the pump was delivered to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.